Event description:
It was reported to boston scientific that the cut wire on an autotome rx sphincterotome broke during an endoscopic retrograde cholangiopancreatography procedure (ercp). It was noticed after the device went through the scope. The device was removed and the procedure was finished with another of the same device. Pt is reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. A review of the device history record could not be performed since the lot number was not provided in the complaint. Product analysis could not be performed due to the device not being returned, the customer has disposed of the device. In analyzing the other devices that were returned for broken cutting wire, it was found that the broken ends of the cutting wire appear blackened/ charred and/or melted likely due to the overheating of the wire. The tome cutting wire in these complaints usually shows evidence of wire burnt and broken in two and/ or ball weld at the burnt end of the broken wire. These are classified as user/ design error. The direction for use (dfu) state the precaution "verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire, and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope." Investigation of other returned devices, it was found that the distal end of the cutting wire that is soldered to the anchor and located in the pierce hole, could detach from the anchor due to solder joint failure most likely from insufficient solder during manufacturing. Customers have reported this failure mode as broken cutting wire. These are classified as manufacturing. Based on the evaluation of other devices that have been returned with the same issue (broken cutting wire), the root cause is undeterminable since the broken cutting wire could be due to device design, user error, manufacturing error or operational context and cannot be determined without evaluating the device.